Event description:
It was reported that patient had revision surgery after complaining about painful hip. It was reported that there was eccentric poly wear on the poly liner. The surgeon took the liner and head out and replaced a 36g x3 liner with a 36+10 cocr head.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The investigation determined the damage observed on the articulating surface of the trident liner are due to articulation of the femoral component on the insert. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had revision surgery after complaining about painful hip. It was reported that there was eccentric poly wear on the poly liner. The surgeon took the liner and head out and replaced a 36g x3 liner with a 36+10 cocr head.